Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  7 events were reported for this quarter. 7 devices were received for evaluation. 5 events were confirmed during testing; however, the devices were found to be within of specifications. 1 event was confirmed to have a manufacturing defect that could have caused leaking. 1 device evaluation is in progress. 6 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.